Manufacturer narrative:
Additional information: d10, g3, g6, h2, h3, h6. One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Functional testing was successful as target temperatures were reached while consistent impedance and voltage readings were observed at all ports. The field reported event was not reproducible. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause remains undetermined as the field reported event was not reproducible.

Event description:
Manufacturer report number: 2182269-2021-00087. During a bilateral lumbar rf ablation procedure, a first degree burn occurred. The grounding pad was placed on the left lateral side of the patient on un-prepped, non diaphoretic skin. There were no wrinkles or overlapping of the edges of the grounding pad. It was noted that the patient has had several similar procedures at the same levels in the same area. An ice pack was applied at the sight of the burn with no further treatment required. There were no performance issues with the generator. The procedure was stopped at the time the first degree burn was noted. The patient is currently in stable condition with improvement to the sight of the burn.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.